Event description:
Freestyle libre 2 sensors, 2 fell off in 2 weeks after properly applied and one quit working after 2 days. Never had any trouble with freestyle libre 1 from abbott. Can't get my blood sugar readings without them putting my life at risk. FDA safety report ID# (B)(4).